Event description:
A licensed practical nurse reports that she has been diagnosed as being "latex sensitive". She stated that she has worn and been exposed to latex gloves made by several different glove mfrs.